Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 48 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6). It was reported the patient presented with a drop in hemoglobin (hgb) to 6.1 g/dl. The patient was transfused with 2 units of packed red blood cells and their hgb went to 10.5 g/dl. There is a concern for gastrointestinal bleeding (gi) and a CT of the abdomen and pelvis was ordered; however, the results were not provided. The patient was removed from tube feeding and their hemoglobin and hematocrit will be monitored. Anticoagulants at the time of event were heparin. No additional information was provided.